Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 4. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a 380cc mentor smooth round high profile saline breast implants and experienced postoperative bilateral capsular contracture, baker grade 4 on right and baker grade unknown on left. Patient reported that a month after surgery, the right breast started to get really hard, and then both breasts were later affected. The patient also reported that after sleeping on the right, she started to get a huge bruise. She consulted a medical professional and was diagnosed with capsular contracture. As a result, the patient underwent removal and replacement with 450cc mentor memorygel breast implant, catalog # 3504501, left serial # (B)(4) and right serial # (B)(4)on (B)(6) 2010. This medwatch report is for the right-sided implant.